Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found that the instrument was installed on an in-house system and driven. Instrument passed recognition and engagement test but exhibited unintuitive motion. The motion exhibited by the instrument was precise, and grips moved in the opposite direction. Motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and during the visual inspection, the pitch cable was found to be loose from the short input #5 at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy (radical w/lymphadenectomy) surgical procedure, the jaws of the 8mm prograsp forceps instrument would not articulate. The procedure was completed with no reported injury.